Event description:
It was reported that the patient was assisted by ambulance to treat hypoglycemia. The patient could not recall exact date of the event. The patient's blood glucose levels declined to 50 mg/dl. The patient stated that they believed the pod was continuing to deliver insulin, when it was not needed. Symptoms reported include change in mental status. The patient was treated with a carb drink. No additional information was provided.

Manufacturer narrative:
Physical device was not returned for analysis. Inspection of the insulet cloud system for data from the user found data to be available up to 12feb2026. The last pod deactivated was deactivated at 19:31 on 12dec2026. Data from the period of 09feb2026-12feb2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. No instances of estimated glucose values decreasing below 60 mg/dl were observed during this period. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No evidence of an overdelivery of insulin or of any issues with the algorithm were observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone14.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.